Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open for issuing until the retry button was selected. A technical support specialist (tss) identified that the customer did not have administrative privileges and guided through cycle counting for a specific bin. The tss observed that the drawer appeared closed, but the system prompted to close it and instructed repeated opening and closing to verify behavior. The tss then restarted the application through the task manager, accessed the configuration screen for multiple drawers, and guided closing them in sequence. The tss verified that all drawers were detected correctly and concluded that a possible obstruction on one drawer sensor had cleared during the process. The tss confirmed normal operation and closed the case with customer approval. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, drawer was not opened to issue medication cefazolin 1g until clicking on retry button. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.